Event description:
It was reported that the right atrial was not sensing, even after reprogramming the atrioventricular delay, the rate and sensitivity. The system was reprogrammed to vvi mode and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.